Manufacturer narrative:
The customer¿s report of a damaged burette (crack, hole and bent) was confirmed with photographic evidence. The root cause could not be determined. No product was received for investigation.

Event description:
The report suggests that 10 minutes into the infusion the nurse was administering pre med into the burette when they noted that the set had a crack in the burette. There was no leakage observed. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.